Event description:
It was reported that during a transcatheter aortic valve procedure, infolding of the transcatheter aortic valve occurred twice with two separate valves. Each valve was recaptured once due to deep implant depth. Both valves were removed following infolding. Subsequently, a non-medtronic valve (navitor) was implanted and experienced embolization. A second non-medtronic valve (sapien) was then implanted. The patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event. Additional information was received indicating that a misload was not identified during the loading process. According to the physician, the patient's heavily calcified bicuspid valve contributed to the infolds. Additional information was received that the infold did not occur for either valve during the first deployment. The infold and constraint were observed on the second deployment. A procedural delay occurred as a result of the infold.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2, h3, h6. Image review: four static images were submitted for review regarding the event. The patient¿s executive summary was not available, so a comprehensive anatomical assessment could not be completed. However, documentation indicated the patient had a heavily calcified bicuspid aortic valve. As noted in the instructions for use (IFU), adequate predilatation can help minimize the need for post-dilatation and may reduce the risk of valve infolding. Predilatation is specifically recommended before implanting the valve in cases of moderate to severe calcification, bicuspid anatomy, or when using a 34 millimeter (mm) valve. In this case, it is unclear whether a balloon aortic valvuloplasty was performed prior to the valve implantation attempt. No fluoroscopic images of the valve load were provided, so proper loading could not be verified. There was no evidence of infolding during the initial deployment attempts with both valves. However, during each attempt, one recapture was performed, and subsequent deployments resulted in possible infolding. Infolding is identified by an inward fold or crease extending from the inflow portion of the valve. Potential causes include improper valve loading, anatomical factors such as heavy calcification, and recapture maneuvers. According to medtronic best practices, if infolding is detected, the valve should be recaptured, removed from the patient, and discarded. The report noted that further attempts to implant an evolut valve were discontinued, and non-medtronic valves were used instead. No images of these non-medtronic valve implant attempts were provided for review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves; product ID d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves; product ID evfxplus-29 (unknown); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, infolding of the transcatheter aortic valve occurred twice with two separate valves. Each valve was recaptured once due to deep implant depth. Both valves were removed following infolding. Subsequently, a non-medtronic valve (navitor) was implanted and experienced embolization. A second non-medtronic valve (sapien) was then implanted. The patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: b5 (second paragraph), d4, and h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, infolding of the transcatheter aortic valve occurred twice with two separate valves. Each valve was recaptured once due to deep implant depth. Both valves were removed following infolding. Subsequently, a non-medtronic valve (navitor) was implanted and experienced embolization. A second non-medtronic valve (sapien) was then implanted. The patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event. Additional information was received indicating that a misload was not identified during the loading process. According to the physician, the patient's heavily calcified bicuspid valve contributed to the infolds.